Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, it was reported that the patient's infusion set's tubing came apart close to the site location. The site location was patient's abdomen, with the pump located on the side in relation to the site location. Moreover, the infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.